Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 1 failed and device was not on bus. A field service engineer turned off the pyxis device and opened the back of the main drawer. Drawer 1 was removed and inspected, and the retractor band was replaced however, the issue persisted. The fse then unplugged drawer 1, confirmed that the device powered on, and identified that the full height legacy drawer boards were faulty. The fse replaced new drawer and updated firmware, and the full-height drawer was opened. The side plate was removed, and all cubies were manually taken out and keeping them in their correct positions. The fse logged in, navigated to the storage space configuration, assigned a new drawer to position 1 and full height cubie pockets were reinserted into the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.